Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient said that the pain stimulator device system was removed/explanted on estimated date (B)(6) 2024 by hcp due to an infection in the battery compartment. It was removed to prevent swelling and further infection.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.